Manufacturer narrative:
(B)(4). Arjohuntleigh received a complaint where it was indicated that stitches of the slip loop inside of the loops ripped. In accordance to info provided this damage was discovered by inspection before use. No pt was involved. No injuries have been reported by the customer. When reviewing similar reportable events, we have found a number of cases with similar fault description (loop stitching inside loop failed). The trend observed for reportable complaints with this failure mode is currently considered to be low and stable and slightly increasing. It has been established that the sling was not being used for patient handling at the time of the event. The sling and the lift (minstrel) which work as a system were found to have not been to specification when the event took place. The sling has been returned to arjohuntleigh for eval. After visual inspection we can state that the sling condition is good, with exception of the deviations- seams of the leg loop are ripped and the label of the sling is unreadable. A proper inspection of the sling should have detected the failure of the sling, especially since attachment point of the loop was broken. In conclusion, the sling showing signs of unstitching, should be withdrawn and replaced. In relation to unreadable label of the sling, this is not likely to impact the performance of the sling when used according to the IFU, but it is another indication that the sling is worn. No malfunctions were indicated by the facility in relation to the lift (minstrel). After reviewing the complaint and the sling returned from the market, it comes forward that the loop breakage occurs in general ways; as the pressure on the sling loop, in the opposite direction of that experienced in normal use which can be caused by the caregiver pulling the loops that way by hand, or, a much higher strain, where the loop/sling becoming caught in an obstruction. This appears to be an indication of the loop being broken due to the application of outside force that causes the break. After this review, we can state the event outcome of the breaking off the loop; however, it took place, is not likely to happen when following the device labeling or the instructions for use (IFU). The sling is not likely to fail during the intended, correct use as described in the IFU, but that a failure can occur during a use error. We find it likely that the loop broke due to the combination of a worn sling and the loop suffering stress that is not likely to be encountered during on-label use. From this eval it would appear most likely that the even was caused by the user not following the IFU, due to lack of awareness of the IFU contents. We find this complaint to be reportable to the competent authorities in abundance of caution.

Event description:
Reference importer report number: (B)(4).